Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of thermal damage to the bipolar yaw pulley between the grips and charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Additionally, there was no damage found to the conductor wire or to the insulation of the conductor wire.

Event description:
It was reported that during a da vinci-assisted liver resection procedure, sparks were visible around the jaws of the maryland bipolar forceps (mbf) instrument mid coagulation. A similar backup instrument was used to proceed with the surgical task. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mbf instrument and the cannula were inspected prior to use and no damage was observed. The instrument was in use for approximately 30 minutes when the reported arcing occurred. The arcing was reported to be around the tips when bipolar energy was activated during cauterization and was in contact with tissue. The reporter confirmed the valley lab force triad generator was used and both the cut and coag settings were at 45. The harmonic ace and prograsp forceps were used when the reported arcing event occurred. The reporter stated no instruments collided with each other and the mbf instrument tip did not touch any staples or clips. The reporter also indicated the mbf instrument was removed prior to the arcing and the wrist was straightened. Lastly, the surgeon believes the cause of the arcing event was due to contact with liquids or a damaged in the wrist. There was no injury to the patient as a result of the reported issue.